Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2014-02431. It was reported that during a coronary artery stenting treatment procedure, plaque shift occurred. In (b)(B)(6) 2012, the patient presented with complaints of recurrent chest pain, fatigue and was diagnosed as stable angina (ccs classification: 3). The patient was referred for cardiac catheterization. The 1st target lesion was an in-stent restenosis within a non-bsc stent located in the proximal extending to mid left anterior descending artery (lad) with 90% stenosis and was 24mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 2.75x28mm and a 3.0x28mm ion stents in an overlapping manner, with 10% residual stenosis following post-dilation. Post stent deployment, plaque shifting to the ostium was noted in the first diagonal branch. As a treatment a choice pt extra support wire was advanced and balloon dilation was performed using a 2.5mm balloon catheter. The 2nd target lesion was an in-stent restenosis within a promus stent located in the mid right coronary artery (mid rca) with 90% stenosis and was 18mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x24mm ion stent, with 10% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).